Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to migration of the electrode and damaged silicone over the implant. The patient was reimplanted with another cochlear device during the same surgery.